Event description:
It was reported at the device change out, there were ventricular lead coil impedance issues and an outer insulation breech was suspected. The lead was capped and replaced. It was further noted during the procedure, the replacement device had a problem with the atrial set screw engaging. The screw would not extend. Another device was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed and no anomalies were found.